Event description:
It was reported by service report that the the siderail could become unlatched during use due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.